Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd¿ syringe with bd luer-lok¿ tip.was cracked as ¿there were several syringes that were cracked and could not be used.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
A photo was available to bd for evaluation. A quality engineer was able to review the photo and determined that the barrel was cracked thus verifying the reported problem. A syringe can become cracked if it was jammed during assembly and then broke loose. A device history review was performed on the reported lot and found zero defects found during production. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. A syringe can become cracked if it was jammed during assembly and then broke loose.